Manufacturer narrative:
Device evaluation follow-up #1: the product was returned to animas and evaluated by product analysis on 09/22/2015 with the following results. The returned battery cap has stripped threads; it was unable to secure to the returned pump or a test pump. The height and width were found to be within the required specification. The pump was evaluated with the following findings: . Unexplained power on resets observed in the black box and duplicated with returned battery cap. Returned battery cap has stripped threads and is unable to fully attach to the pump. When a new, test battery cap was used to complete a 24hr duration test, no problems with securing it to the pump and no power interruptions were duplicated during this time. Returned cartridge cap used to complete testing. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Battery compartment is cracked on the side at the threads and cracked above the bumper pad.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. Cracked battery compartment, stripped threads on cap, 'gritty' cap; unable to tighten battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.